Manufacturer narrative:
The reagent lot number was 726309. The expiration date was requested but was not provided. The field service engineer checked the water level for the rinse unit, cuvette, sample probe, and reagent probe washing and checked the gear pump which were all acceptable. He replaced the reagent cassette and performed qc that was acceptable. The investigation was not able to determine a specific root cause.

Event description:
There was an allegation of questionable calcium gen.2 results from the cobas 8000 c702 module. The initial result was 6.11 mg/dl. The result from another cobas c702 analyzer was 8.37 mg/dl.